Event description:
It was reported that, the fiber made sparking noises when the surgeon tried to use it during a procedure and did not work. The fiber was removed from the console and fell apart into 2 pieces when thrown into the trash bin. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts

Event description:
It was reported that, the fiber made sparking noises when the surgeon tried to use it during a procedure and did not work. The fiber was removed from the console and fell apart into 2 pieces when thrown into the trash bin. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.